Manufacturer narrative:
A1-a5 correction: there was patient involvement but the patient information was not provided due to european data protection regulat ions. B5 correction: additional review indicated that the information regarding the lift and shift not working does not apply to this event. Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000537, serial/lot #: sn:(B)(4)h6 correction: additional review indicated that device code c63034 and patient code c50912 are no longer applicable to the event. Patient code c76143 now applies to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the issue occurred during a spinal fusion surgery and that the surgery was finished with the imaging system and navigation. It was noted that the issue occurred during incision and that the surgical delay was about 10 minutes. The site was acquiring a scan when the issue occurred and restarting the imaging system resolved the issue. It was noted that there was no death or serious injury to the patient.

Manufacturer narrative:
UDI not available for this system at time of filing. Other relevant device(s) are: kit svc bi71000537 gantry mot ctrl 01amc. A medtronic representative went to the site to test the equipment. Testing revealed that the system failed mechanical tests. There were sporadic movements of the system by itself. No issues were detectable. In the errorlogs, many issues with gantry motion controller were visible. Another system checkout was conducted for the error logs showing issues with the gantry controller. The gantry motion controller was replaced and the firmware was installed. The imaging system then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that during operation with the imaging device in modus "slightly tilted gantry", the gantry move a bit down by itself. No one in the room pushed a button on the pendant. A nurse later reported that lift and shift was not working one time. She had pushed the "lift and shift" button, but nothing happened. After a reboot, lift and shift worked well.

Manufacturer narrative:
A hardware analysis was initiated to determine the probable cause of the issue. Analysis found that they were unable to confirm reported complaint."gantry moved itself down." There was no fault found. If information is provided in the future, a supplemental report will be issued.